Event description:
Product was returned with no information.

Manufacturer narrative:
(B)(4). Analysis of the pump (s/n: (B)(4)) found a stall due to shaft-bearing and a gear train anomaly due to corrosion, lubrication and/or wear.